Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to fire. The device was not working and there was no signal on the handle. The cartridge was changed, but still did not fire. There was no patient involvement.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The erasable programmable read-only memory (eeprom) chip was uploaded and indicated 1 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able fire. The device was not working and there was no signal on the handle. The cartridge was changed, but still did not fire. The new device was changed. There was no patient involvement.